Event description:
It was reported via repair work order that footboard had intermittent power due to malfunction cpu board. It was further reported that the fowler angle was inaccurate due to damaged angle sensors. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that footboard had intermittent power due to malfunction cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation also determined the fowler angle was inaccurate due to damaged angle sensors.